Manufacturer narrative:
Date of event and therapy dates are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2021-13109, 1627487-2021-13110, 1627487-2021-13111, it was reported that the patient's system was not providing effective therapy. Reprogramming did not resolve the issue. X-ray imaging was performed, and the physician decided that surgery may occur to address the issue.

Manufacturer narrative:
Correction: manufacturing reference numbers 1627487-2021-13110, 1627487-2021-13111, 1627487-2021-13112 should not have been reported as a medical device report (MDR) due to additional information indicating that the sacral lead was replaced due to ineffective stimulation. There was no alleged stated deficiency of the device.